Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced multiple intermittent alarms indicating deliveries were stopped on the pump. The customer was unable to recall the type of alarm that was received. Reportedly, the customer's blood glucose levels were elevated with small trace ketones, however an exact value was not provided. The customer administered a correction via manual injection and a bolus via the pump. Although requested, no additional information was provided.